Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump issued alert 38 indicating consecutive motor stalls during insulin delivery, including during a meal bolus, which resulted in insulin delivery stopping and hyperglycemia with blood glucose readings reported up to 345 mg/dl; a supply change and multiple restarts temporarily cleared the alert, and the user reverted to backup subcutaneous insulin therapy when delivery could not be maintained. Symptoms included hyperglycemia. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with the motor component, with a communications problem identified during the course of troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.